Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had 3 "out of range" events in one day and was not getting any readings during that time period. By the time of the call the customer was receiving cgm readings, but readings were off in reference to the bg meter. Cgm reading was 361 mg/dl, while bg meter reading was 178 mg/dl. Customer mentioned having difficulty with calibrating earlier that morning. Tandem technical support advised the customer to recalibrate, then replace the sensor if calibrations do not work. Customer was also advised to remove any obstructions and place the transmitter closer to the pump.